Event description:
Customer reported a communication issue between the panorama central station and telepack. No pt injury was reported.

Manufacturer narrative:
Customer will send telepack to midray national repair center for eval. Customer was accommodated with new telepack.